Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm model #: sc-4318 lot #: 18367054 description: clik x anchor the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the ipg pocket site. Symptoms were redness, swelling and drainage. The physician believed that the infection was due to patient compliance with wound care and not device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well postoperatively.